Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the cause of the inability to insert the lead was not determined.

Manufacturer narrative:
Product analysis product ID#: 37601 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the ins implant procedure the surgeon could not advance the lead into ins channel even though the setscrew was loosened. It was unknown if there were any external factors that led to the event. A different ins was used in place of the first one and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.